Event description:
Stent used during surgical procedure malfunctioned during operation, as per surgeon. The graft carrying device failed to deploy, which caused damage to the aorta and iliac vessels. Resulting injury caused hemorrhage and massive transfusion protocol.